Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin via a bolus for a meal consumed. Tandem technical support educated the customer there a bolus was unable to be suspended after it had been delivered. Customer acknowledged the information. Blood glucose was 136 mg/dl and was addressed with soda/juice.